Event description:
It was reported that according to the surgeon, the pt presented with a fractured gamma screw. It was reported that the pt was converted to a total hip.

Manufacturer narrative:
It was also reported that the pt received the original nail about 14 months ago. An eval of the device cannot be performed as the device was discarded by the hospital. If add'l info becomes available, then, it will be submitted in a supplemental report.